Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
The reported event that the ipg end of battery life was not confirmed. As received, the returned ipg could communicate with a test standard patient programmer and displayed a low battery message. Functional testing revealed the returned ipg charged normally and passed auto test.